Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the optometrist stated the patient has not shown up for any of his follow up appointments. If the patient returns, the site will send follow up information at that time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with three plus diffuse lamellar keratitis in the right eye one day post operative lasik. The patient noted blurry vision. An oral steroid was prescribed, topical steroid dosage was increased, and a flap lift and rinse was performed. The patient is scheduled for a follow up in one month.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).